Event description:
It was reported that during an attempt to cross a stent, the distal end of the balloon became lodged in the stent. The distal portion was retrieved with a snare. The pt status is listed as "ok".